Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Unit received with left belt clip rail broken. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin had damaged. The customer's blood glucose level was unknown. The customer also stated that belt-clip was attached broke off. The insulin pump will not returned for analysis.